Event description:
It was reported that a patient had no stimulation sensation and the patient had been trying to get ¿this thing to vibrate¿ in her and nothing was happening. It was noted that the patient¿s device was implanted the friday prior to the report, an adjustment was done and the patient felt stimulation at that time, but that was the last time the patient felt stimulation. It was determined that stimulation had been shut off. It was reported that the patient turned stimulation on at program 2 with stimulation set at 2.3 and the patient was not feeling stimulation. It was noted that the patient increased stimulation to 2.6 and began feeling stimulation. It was later reported that the patient had not felt stimulation since (B)(6) 2013, the patient couldn¿t make the patient programmer work, and the patient felt damp and wet all day. It was noted that there was a loss of therapeutic effect and it was found that the implantable neurostimulator (ins) was turned off. It was reported that stimulation was turned back on and the patient was able to feel stimulation. It was noted that the patient was set at program 2 at 3.0 volts and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2013, product type: lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).